Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxi 600 access immunoassay system was leaking and there was a medium size puddle under the left to the back of the instrument. Customer reported that the inside of the waste drawer was wet. Customer reported that patient results were not impacted. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the leak coming from wash buffer transfer peri-pump tubing. The fse replaced the tubing and the peri-pump. The fse also performed a preventative maintenance.

Manufacturer narrative:
(B)(4).